Event description:
It was reported that 7 days post a coronary drug eluting stenting treatment procedure, the pt presented with a subacute thrombosis. The pt had a history and physical done in preparation for abdominal and bilateral inguinal herinas. A stress echo was performed, which was abnormal, therefore a cardiac catheterization was done. Lad had a complex 90% stenosis. The lesion was predilated twice with a 2.5x15mm maverick balloon. Placement of a taxus express2 3.0x28mm drug eluting stent was attempted but was not able to completely cross the lesion. The lesion was predilated again with a 3.0x20mm balloon. The taxus stent was then inserted and deployed @ 14 atms. There was about 20% residual mid area of the stent next to a diagonal branch with some ostial disease. It was less than 2mm in diameter and was not further treated. The pt received reopro and heparin during the procedure. Reopro was ordered for the next 12 hours. Pt was placed on plavix, 75mg daily, for at least a year and aspirin 325 mg daily indefinitely. No complications were reported. Pt was discharged home on an unk date and presented to the ER 8 days later with complaints of mild chest pain. Pt was then brought back to the cath lab. They attempted to cross the thrombosis twice with a 3.0 x 15 nc monorail balloon. The physician was able to treat the lesion with angioplasty using a 3.0x8mm powersail balloon. He then implanted a taxus express2 3.0x8mm powersail balloon. No complications were reported and pt left the cath lab in stable condition.